Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned smart coil revealed a kink near the distal tip of its introducer sheath and offset coil winds on its embolization coil. If the introducer sheath is mishandled during the procedure, damage such as a kink may occur. This introducer sheath kink likely contributed to the reported resistance experienced during the procedure. Forceful advancement of the device against this resistance likely contributed to the additional offset coil winds on the proximal end of the embolization coil. Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If the mid-joint is retracted through the friction lock, resistance may be experienced during advancement. During functional testing, resistance was experienced, and the embolization coil was unable to advance within its introducer sheath due to the mid-joint being retracted proximal to the friction lock. The introducer sheath was therefore removed distally, and the smart coil was re-sheathed properly. The smart coil was then able to advance through its introducer sheath and a demonstration microcatheter without issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2019-02012.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-02012.

Event description:
The patient was undergoing a coil embolization procedure in the cerebral artery using penumbra smart coils (smart coils). During the procedure, the physician successfully placed two smart coils and six other coils in the target vessel using two non-penumbra microcatheters. While advancing the next smart coil through another non-penumbra microcatheter in the target vessel, the physician encountered resistance; therefore, the smart coil was removed. Next, while advancing a second smart coil through the same microcatheter, the physician experienced resistance; therefore, the smart coil was removed. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.